Event description:
Procedure type: hysterectomy. According to the reporter: the needle broke in patient but was retrieved. Operating room time was not extended more than 30 minutes. No additional blood loss. A new device was opened to complete the case. No harm to patient.

Manufacturer narrative:
(B)(4)